Event description:
It was reported that the insufflation unit experienced a black screen. The issue occurred during an unspecified event. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. The customer reported was confirmed. Based on the results of the investigation, a definitive root cause for the event black screen could not be determined. Olympus will continue to monitor field performance for this device.